Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device exhibited a no lock catch. During physical inspection of the device, it was found that the downstream occlusion sensor was nonfunctional. There was unknown patient involvement, no patient injury was reported.